Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the lead, it was noted that the helix retracted and was damaged. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue and helix damage was confirmed. As received, a complete lead was returned in one piece with the helix bent and clogged with blood/tissue. X-ray examination found the helix was bent/damaged consistent with procedural damage. The cause of the reported events was isolated to the helix being bent/ damaged and clogged with blood/tissue.